Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. A clear root cause conclusion cannot be drawn due to the non-availability of important information and the device itself. Conclusion and measures / preventive measures: a clear root cause conclusion cannot be drawn due to the non-availability of important information and the device itself. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with knee implant, vega. It was reported that there was postoperative loosening of the implant. The primary surgery occurred on (B)(6) 2016. The patient was revised on (B)(6) 2019. All available information has been provided at this time; further details have been requested. The adverse event/malfunction is filed under (B)(4).